Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016. Esophageal dilation was attempted twice to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to severe dysphagia. Device found in correct position/geometry.